Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: two (2) devices were received for evaluation. Visual inspection was performed using the naked eye which revealed a reddish-brown particles, measured to 0.15 to 0.30 square mm.the particles were not in the fluid path because they were embedded in the material of the tubing line. The particles were subsequently identified to be polyvinyl chloride (pvc). Pvc is a raw material of the tubing line.the reported condition of particulate matter was verified on the returned sample. The cause of the condition is related to a supplier manufacturing issue. The other six (6) samples were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported eight (8) large volume intermates appeared to have particulate matter on the tubing. The event occurred "during admixing". There was no patient involvement. No additional information is available.